Event description:
Discordant cardiac troponin I (ctni) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant ctni results were not reported to the physician(s). The laboratory questioned the initial discordant results and repeated the samples. The repeated ctni results obtained on the alternate system were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ctni results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarters support center (hsc) specialist reviewed the instrument data. The hsc determined that the clot check data review showed atypical aspirations, obtained from particulate matter in the samples. The hsc determined that there was no instrument malfunction during the time of the event. The cause of the discordant ctni results is due to sample integrity. The customer successfully repeated the patient samples. The instrument is performing within specifications. Further evaluation of the device is not required.